Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they had swapped out the battery, therapy cable, and test load in an attempt to troubleshoot the issue but the failure remained. There was no reported patient or user involvement and no adverse patient/user impact. One therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this therapy pca. The reported problem about defib test failure on op check was not verified or duplicated during lab tests even after leaving the therapy pca on standby for 8hrs. The test fixture with the therapy pca under test installed passed all the tests during op check and extended testing.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by the customer that they had swapped out the battery, therapy cable, and test load in an attempt to troubleshoot the issue but the failure remained. There was no reported patient or user involvement and no adverse patient/user impact.